Event description:
It was reported that the patient presented to the emergency room with symptoms of fatigue, dyspnea and bradycardia. The patient's presenting rhythm was intermittent pacing between 30 and 40 beats per minute. Upon interrogation, the pulse generator exhibited backup vvi operation. No troubleshooting was performed as this caused the patient¿s rate to go slower. The device was explanted and replaced on (B)(6) 2017. The patient tolerated the procedure well and was in stable condition post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a code corruption in the hardware register caused by high transient current that triggered nmi. Analysis performed after reloaded product code and installation of new battery did not find any anomalies. The original battery had depleted to end of life level. The implant duration exceeded the device¿s projected longevity and is considered normal battery depletion.